Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons sometimes will not work properly, specially left arrow. Customer states that insulin pump screen has gouge in it, bubbles starting from along cracks. Customer stated that insulin pump fail to connect meter sometimes. No harm requiring medical intervention was reported. The device will not be returned for analysis.